Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2 corrected field - e2, d10, h6(component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d5, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion), h11. Corrected fields: g2. A getinge field service engineer (fse) inspected the unitand observed that the upper display lcd was scrambled during system boot up and subsequently remained in a solid green state. To correct the issue, the fse replaced the display top lcd assembly, along with the associated labels and display seals. The unit passed all functional and safety tests in accordance with the manufacturer's specifications.

Event description:
It was reported by customer, that during use, the cardiosave hybrid type "b" plug (iabp) had a screen related malfunction. Patient was involved. No harm was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.